Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of oxaliplatin. The infusion initially runs at 270ml/hr and changes to approximately 138ml/hr. No additional information is available.